Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with a dim, pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the time and date was accurately set at start of investigation. A rewind, load, and prime were performed with no alarms. The pump was exercised for 24 hours on a one unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor no defect found. There was no moisture corrosion observed. The pump booted to the verify screen with a dim, pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. (B)(6). Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.